Manufacturer narrative:
Concomitant products: product ID 37752, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that stimulation was in the wrong location. The patient was getting stimulation in the abdomen. This occurred about one year prior when the patient stepped into a hole. The patient noticed an immediate change in stimulation. Impedances were >10,000 ohms on some electrode combinations on 0-1 only. Eight to fifteen (8-15) were in range. A company representative went through all pairs by changing the reference electrode and some were in range and some were >10,000 ohms. Some programming changes were done. The patient was going to have an xray to determine lead location and determine next steps. If unable to program for better coverage a possible lead revision would be discussed. Additional information was requested, if received, a follow up report will be sent.

Event description:
It was further reported that the xray determined that the leads did not move, despite his stepping in a hole and the pattern of stimulation changing. The company representative had not been contacted by the patient since the reprogramming on (B)(6) 2014. The cause of the event was unknown.